Manufacturer narrative:
(B)(4). Date sent: 7/12/2016. Batch # n9084r. The device was returned in good physical condition. In addition, the tissue pad was in good physical condition and properly attached to the clamp arm and not detached as reported by the customer. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. The device was disassembled to inspect the internal components and it was found that the blade was cracked at the pin hole under the shroud of the device. The device was analyzed, and it was determined that it was likely connected in more than one generator. The device is intended and labeled for single patient use. If the device is connected to multiple generators an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Since as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment, no conclusion could be reached as to how the pin hole got cracked. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The following information was requested, but unavailable: for clarification, did any part of the white tissue pad completely detach from the device? If no, what part was released from the device? This device does not have a ¿ceramic band¿. Did the detached tissue pad or the ¿part that was released¿ fall into the patient? Was the detached tissue pad or the ¿part that was released¿ retrieved from the patient? Did this cause a change in the plan of care for the patient? Is the detached tissue pad or the ¿part that was released¿ being returned with the device? Or, was the detached tissue pad or the ¿part that was released¿ discarded?

Event description:
It was reported that during an unknown procedure, one part of the jaw of the device (ceramic band) was released. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device will be returned.